Manufacturer narrative:
Per evaluation findings by the manufacturing site: the customer's complaint was not verified. The issue was isolated to the customer's other th120 camera (reference complaint ID (B)(4). Two th120 cameras were received and had the same reason for return. The scope under complaint ID (B)(4) was tested for 6 days without issue. This included several overnight burn-in sessions. Also, significant mechanical shock was applied to the housing and the cable was heavily manipulated, yet no image failures could be induced. Unable to duplicate the customer's issue with this service order. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that "when the camera head is connected to the camera box, the image flickers, and the surgeon cannot see the patient's anatomy". No negative impact in state of health reported. The patient was moved anesthetized, to another or for the procedure to be completed. They pulled a new camera head for the case to move on in a different or. There was a delay of at least one hour. Cross reference MDR: 2027009-2025-01623.